Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed high watt alarms and symptoms of "some degree of right heart failure". The site reported that laboratory values were not available. The patient was treated with multiple courses of thrombolytics. Of note, the site further reported that during the implant of the device, they had used a gortex patch to cover the heart. They indicated that an infection was discovered in the patient's sternal wound that extended into the gortex patch. The patient's condition required the initiation of extracorporeal membrane oxygenation with initial plans to exchange the pump. The patient's medical team then decided not to exchange the pump and the patient expired on (B)(6) 2017. The cause of death was reported to be circulatory failure. An autopsy was not performed. The site reported that the pump was explanted post-mortem and are planning to return it to the manufacturer for evaluation. The patient's physician reported that the event was related to the pump thrombosis. No further information has been provided.

Manufacturer narrative:
Correction: aware date updated from (B)(6) 2017 to (B)(6) 2017 this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:hvad pump as returned for evaluation. The reported event of "high power" could not be replicated, but was confirmed with log file analysis. Post-explant functional analysis revealed that pump failed to meet pre-implant requirements. Dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Pathology report revealed evidence of thrombus within the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. The reported event of "high power" was confirmed via review of the controller log files which revealed one high watt alarm logged on (B)(6) 2017. In addition, log files revealed a decrease in estimated flow and power consumption starting (B)(6) 2017 to parameters below normal operating range. Eleven low flow alarms were logged since (B)(6) 2017. Analysis of the device revealed that the device passed dimensional verification, but visual examination revealed scoring marks on the inferior surface of the impeller. The friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Post-explant functional analysis revealed that the pump failed to meet pre-implant requirements with power average consumption of 2.04 watts vs 2.03 watts. Given that this slight deviation in power was not present prior to release of the device, it was most likely introduced during use. The abrasion marks found on the inferior impeller surface may have resulted in an imbalance of the impeller likely contributing to deviations in power. Pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flow alarms may be attributed to thrombus at the inflow cannula. It is likely that the thrombus got ingested into the pump further triggering the high watt alarm. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.